Event description:
It was reported that the cannula fully retracted back into the pod. The patient's blood glucose (bg) values reached over 500 mg/dl. No further details were provided by the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone phone_control_android. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system ap4a.250205.002. Cloud - smartphone hardware pixel 7 pro. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.